Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 3003306248-2020-00015. It was reported that there was irreparable kinking on the motor cables of two centrimag motors.

Manufacturer narrative:
Manufacturer's investigation conclusion: the complaint investigation for (B)(6) was closed and resulted in the following incidental findings. Incidental findings: missing connector cap the reported event of a kinked motor cable was confirmed. The returned centrimag motor (serial number (B)(6)) was inspected under work order #(B)(4) on 04mar2020. A kink was observed on the motor¿s cable upon arrival. Due to the observed kink, the motor was not functionally tested as it would not be available for patient use. The motor was scrapped as a result. The centrimag motor was received and tested by the ppe department. The motor was functionally tested and was found to perform as intended despite the kinked cable. The root cause of the damage to the motor¿s cable was unable to be determined through this analysis. The centrimag motor IFU instructs the user to inspect the centrimag motor, jacket, cable, console connector, and locking mechanism for damage prior to use. A missing connector cap would be detected during setup and would prevent the use of the centrimag system. The reported event was not associated with any interruptions in patient support. The connector cap does not impact final device functionality. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.